Event description:
The MFR received info alleging a ventilator would not turn on and had no display. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the device did power on but the device's display was blank. Ventilator inoperative codes were found in the ventilator's downloaded error log that would cause the display to be blank. The device's interface board was replaced to address the issue.